Event description:
It was reported a revision was required to revise the lead to the original implant location. It was later reported that there was also a loss of efficacy and fluoro pics confirms that they migrated. It was unknown when the issues and symptoms were first noticed. Reprogramming was performed, but the patient was not getting any therapy at this time and a lead revision was scheduled for 2015 (B)(6). It was later reported that the patient had a successful revision of the leads.

Manufacturer narrative:
Product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).